Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end users caregiver states the seat harness on the chair is broken. She states the little girl tends to slip under the seatbelt so a harness was installed to prevent her from sliding out.